Event description:
Patient reported obtaining back-to-back blood glucose results of 476 mg/dl and 119 mg/dl on the advantage system. Patient indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Based on symptoms, patient self-treated by drinking orange juice. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.